Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal shaft was bent or restricted within the anatomy, which was described as mildly calcified, mildly tortuous, chronic total occlusion (cto), preventing the shaft lumens from moving freely and resulting in resistance with the thumbwheel. However, without having the device to examine, this could not be confirmed, and a definitive cause could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, chronic total occlusion (cto) in the left superficial femoral artery (sfa). A 7x100mm absolute pro vascular self-expanding stent system (sess) was being deployed when it became increasingly difficult to turn the thumbwheel until it locked up half deployed. Troubleshooting was unsuccessful, so the handle was pulled apart to pull the purple tab which completed the release of the stent and successfully completed the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.